Manufacturer narrative:
(B)(4). Date sent: 10/28/2022. D4: batch # 111a10. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with anvil missing and along with a piece of plastic inside of a plastic jar. The breakaway washer was not present and there were no staples present. No battery was received. When the test battery was installed, the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The device was disassembled in order to verify the internal components and no anomalies or noises were noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: open the device by turning the adjusting knob counterclockwise until the anvil shaft is fully exposed. Remove the anvil to expose the device trocar. Retract the device trocar by rotating the adjusting knob clockwise until a stop is reached. Check the device trocar to verify that it is fully retracted before proceeding. The device may also be inserted without removing the anvil if the preferred application is a sutured purse-string technique. In this case, however, prior to insertion, ensure the anvil is properly attached and the device is fully closed by rotating the adjusting knob clockwise. Insert the anvil into the lumen using either technique ensuring the tissue is located at the suture tying area. With the anvil removed and the device trocar fully retracted, insert the device up to the closed lumen. Fully extend the device trocar and pierce tissue by holding the device while gently rotating the adjusting knob counterclockwise. Continue to push the tissue down until the orange band is visible. As the final adjusting revolution is approached, the orange staple height indicator moves into the green range of the tissue compression scale. (A: green range) (b: orange staple height indicator) adjust the device until appropriate tissue resistance is felt for a secure anastomosis. Wait 15 seconds to allow for adequate tissue compression and adjust if needed to maintain appropriate tissue resistance. Providing the orange staple height indicator falls fully within the green range of the tissue compression scale upon firing, the device will form staples at the height indicated for the selected tissue compression. Markings are provided in the tissue compression scale to serve as reference points only. Refer to the product codes table for adjustable closed staple height range. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an open total gastrectomy, an unexpected sound was heard, and a plastic piece that a part of the device came out from the device. The plastic piece has been retrieved. No piece left in the patient. The device was used between esophageal and the jejunum. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.